Event description:
Additional information found the patient's lead was replaced on 08jun2021 to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had migrated. Surgical intervention may occur later to address the issue.